Event description:
It was reported that the suture of the device tore even at low tension. There was no harm for patient, operator or third party reported. No further information received. Update avoe 30-jan-2025 it was confirmed that the error occurred intraoperatively on the 27th of january 2025. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. According to the provided information the same error occurred also a few days earlier. A second case will be opened for this incident.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user errors of the device due to excessive force being used when tensioning the sutures.